Event description:
It was reported that this artificial urinary sphincter (aus) stopped working. The patient felt that the pump was flattened out. The patient will see his physician in 3 weeks. The device is still implanted. No patient complications reported.